Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v177511, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# va0ffzb, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) showed impedances of >4000 ohms on pairs with electrode #0. It was noted that all other electrode pairs were within normal range. It was then decided to replace the lead component which was then connected to the ins but impedances of >4000 ohms on combination electrode #0 were still observed. The lead was then connected to the previous ins (that was being replaced) and impedances were normal. It was noted that nothing felt different when the surgeon was tightening set screw (¿didn¿t seem cross-threaded¿) and that the lead was secure in the header block of the ins. A new ins was then used and tested to normal impedances. If additional information is received, a follow up report will be sent.